Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1h0xb, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1h0xb, ubd: 18-may-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain around the ipg site and the therapy wasn't meeting the patient's expectations. The patient had been reprogrammed multiple times and still didn't think the device was helping. The doctor placed a new lead and ipg. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.